Manufacturer narrative:
Investigation summary: introduction material #: 245123 . Batch #: 5286771 . Defect: customer reports false resistance while using sire kit batch 5286771. Customer confirmed drug affected was inh 0.1ug/ml. Background: mgit 960 sire supplement kit batch 5286771 is composed of mgit 960 sire supplement batch 5219542, mgit 960 streptomycin batch 5170404, mgit 960 isoniazid batch 5170405, mgit 960 rifampin batch 5170406, and mgit 960 ethambutol batch 5170408. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Batch history review: the batch history record reviews for mgit 960 sire supplement kit batch 5286771, mgit 960 sire supplement batch 5219542, mgit 960 streptomycin batch 5170404, mgit 960 isoniazid batch 5170405, mgit 960 rifampin batch 5170406, and mgit 960 ethambutol batch 5170408 were satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. The products are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. Returned material analysis: there were no photos or physical samples received from the customer; therefore, return sample analysis could not be performed. Complaint history: the complaint history was reviewed, no trends have been identified for performance on batch 5286771. Investigation: retention samples from mgit 960 sire supplement kit batch 5286771; mgit 960 sire supplement batch 5219542, mgit 960 streptomycin batch 5170404, mgit 960 isoniazid batch 5170405, mgit 960 rifampin batch 5170406, and mgit 960 ethambutol batch 5170408 were available for inspection and testing. Mgit 960 sire supplement batch 5219542 was tested along with each of the kit component drugs for susceptibility against the organisms listed in certificate of analysis. Mycobacterium tuberculosis h37rv atcc 27294 was sensitive to streptomycin batch 5170404, isoniazid batch 5170405, rifampin batch 5170406 and ethambutol batch 5170408 as expected. Mycobacterium tuberculosis atcc 35820 was resistant to streptomycin batch 5170404 as expected. Mycobacterium tuberculosis atcc 35822 was resistant to isoniazid batch 5170405 as expected. Mycobacterium tuberculosis atcc 35838 was resistant to rifampin batch 5170406 as expected. Mycobacterium tuberculosis atcc 35837 was resistant to ethambutol batch 5170408 as expected. Growth controls for each organism tested had satisfactory growth detected. Conclusion: this complaint cannot be confirmed based on satisfactory results from retention sample inspection and testing. No complaint trends for this defect have been identified; no actions are indicated at this time per bd procedures. Bd will continue to trend complaints for defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends monthly.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) false resistant m. Tuberculosis patient result was obtained from a mgit instrument. No confirmatory testing was reported; however, the customer noted that no actual growth was observed. Repeat testing occurred and no adverse health impact was reported. This is report 17 of 20.

Manufacturer narrative:
B3. Date of event is unknown. The customer reports events occurred in 2025 and in 2026; however, no further information can be provided. The date received by manufacturer has been used for this field. The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) false resistant m. Tuberculosis patient result was obtained from a mgit instrument. No confirmatory testing was reported; however, the customer noted that no actual growth was observed. Repeat testing occurred and no adverse health impact was reported. This is report 17 of 20.